Manufacturer narrative:
(B)(4).

Event description:
The pump displayed a memory error. The other clinical details were available. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.